Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data from this device was requested to be analyzed. Data analysis confirmed that the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.